Event description:
Complaint received reporting multiple issues (occlusion/flow) with set-ups which included 12514-01 7" appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave clear. The info received reports that on 04/01 during unspecified cardiac procedure, attending physician" was attempting to infuse whole blood during a cardiac procedure. The blood was in a 60cc syringe, fastened to a stopcock within the IV system. The extension set with microclave was out of reach under the surgical drapes... (Physician) was not able to push the blood through the system. As part of a problem solving effort, he fastened a syringe of saline to the system and was able to flush the IV, though he reported that the effort was greater than would be normal for an 18g IV catheter. He attempted again to infuse the blood, but met the same resistance as before". The involved 12514-01 set was removed, replaced and reportedly discarded. There were no reported adverse pt consequences. The mfger has made multiple requests for additional event/usage info. As of the date of this report there has been no responses. A two year review of the complaint and investigation data for all IV sets/similar flow issues did record additional reports. A review of those reports/device return investigation identified mixed findings including no defect found; usage/technique errors; component damages attributable to use of incompatible mating/access devices and cannot determine. The database analysis identified no adverse trends.

Manufacturer narrative:
Findings: the involved device(s) were not returned for analysis and confirmation. The 12514-01 would have been pre-tested/primed prior to use. Upon removal of the involved 12514-01, the attending clinicians did not report any visual device/component damages, defects and or abnormalities. The exact causes of the reported event/ product issue are unk.